Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 weeks after the dental implant was placed in type I bone in ada site 18, the implant had not yet achieved osseointegration. This was the second attempt at placement and clinician grafted the bone. Clinician reports mobility, swelling, inflammation and tenderness. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in type I bone in ada site 18, the implant had not yet achieved osseointegration. This was the second attempt at placement and clinician grafted the bone. Clinician reports mobility, swelling, inflammation and tenderness. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).